Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, there were issues loading/ firing the clips. Any clip was able to be formed properly. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the cartridges noted the first cartridge was received not applied. The second cartridge was received fully applied. Functionally; the first cartridge was loaded into the pmv representative instrument, the firing handle was actuated and the clip formed properly onto the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.